Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted. Related MDR #1219977-2014-00266, 1219977-2014-00265.

Event description:
The physician was performing a left renal angiogram with right common femoral access. The superior arteries had no apparent stenosis but a stenosis was noted in the left inferior artery just past the origin. A 6fr sheath was selected and advanced to the origin of the artery over a guide wire. The lesion diameter was 5mm. The physician attempted to advanced a stent but the stent became lodged in the sheath. At that time the physician upsized to a 7fr sheath and was successful in placing a stent at the intended deployment area.